Manufacturer narrative:
H6: c62858 replaces previous code c62992. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a nerve ablation for pain and stimulation was not turned off. They felt the current through their wh ole body and they were unable to adjust settings a few days following the procedure. They were told by a rep that the stimulator was 'fried' and they needed a replacement. The stimulator was sent to an outside agency for analysis, the patient was calling to request the analysis results. Additional information was received. The rep reported that the patient had the spine procedure and it was unclear what took place, the patient had not informed the spine doctor of their implant. The doctor told the patient the spine doctor did something to the device.